Manufacturer narrative:
According to the capture ready-ID extend and capture-ready screen 3 package inserts, "passively administered anti-d may fail to react by capture-r ready screen, even though the antibodies are detected by an alternative technique."

Event description:
Customer reported capture r ready ID extend ii did not pick up a passively-aquired anti-d. The sample did not react with the one d+ cell on the extend ii panel.